Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (B)(6) has experienced hypersensitivity near her lead site for the past three months (exact date unknown). Antibiotics were prescribed to the patient to rule out infection. In addition, her program settings were modified to lower the frequency. These measures reportedly had minimal impact on the issue. As such, surgical intervention will be undertaken to explant the patient's therapy system.